Event description:
The customer reported that while the unit was in use on a pt, the pressure waveform was not displaying or acquiring data from the fiber optic. The pt was switched to another unit and therapy was continued. However, the issue of the pressure waveform not displaying or acquiring data from the fiber optic persisted on the second pump. No pt injury was reported. Refer to MDR 2249723-2014-01055 ((B)(4)) opened for the second iabp used during this event. (B)(4) was opened in regards to the iab used during this event.

Manufacturer narrative:
The company rep has unable to duplicate the reported problem. The company rep performed calibration and functional tests. The unit met factory specifications and was returned to the customer. The customer was provided loaner iabp for service (cs300, (B)(4)). (B)(4).